Event description:
Customer reported that she experienced high blood glucose. Customer stated that she started insulin pump therapy the day before. Customer took a manual injection in the morning and blood glucose value was 220 mg/dl in the afternoon. Customer stated that the basal rates did not start until early the next morning and blood glucose went up to 464 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.